Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the event onset, the patient was hospitalized due to peritonitis. Thirteen days after event onset, the patient was discharged from the hospital and was recovered. The cause, treatment and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.